Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the bulkhead connector was replaced and the system was able to transfer images. A system checkout was performed and the system is working as intended. The bulkhead was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. One of the side walls of the returned connector was broken out with bent leads inside the connector. Physical damage was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the network connector was damaged and needed to be replaced. No patient was present at the time of the event.